Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had intermittant noise on the shocking channel. The physician was able to recreate impedance warnings using non-invasive maneuvers.